Event description:
It was reported in clinic notes that the patient¿s replacement is due to the battery being bulky on the patient¿s thin frame. The reason for the replacement was for patient comfort and to prevent any serious injuries moving forward. Surgery is likely but has not occurred to date. No other information was received.

Manufacturer narrative:
Device evaluation is not necessary because the reported event have been determined as not related to vns therapy.

Event description:
The patient was prophylactically replaced. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional or relevant information has been received to date.